Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, the caution described in the instruction manual, and similar past cases, omsc surmised that this phenomenon was attributed to the physical stress, chemical stress, or storage environment. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified procedure using the subject device in combination with the video processor cv-290sl, it was found that the endoscopic image of the subject device was noisy and other malfunctions were to be found. The user completed the intended procedure using the subject device without more than fifteen minutes extension. Olympus (B)(4) found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for the repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (coating peeling), and also found that this phenomenon was attributed to the deterioration. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.